Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: copmplaint alleges that the circuit would not pass the pre use check on the ventilator. Customer states it is due to the crack to the cap on the wye. The test was being performed on the servo-I ventilator.